Manufacturer narrative:
The fogarty embolectomy catheter involved in this case was received by our product evaluation laboratory for a full evaluation. As received, the balloon and both windings were found to be completely detached from catheter and not returned. No other visible damage was found from catheter body. The lot number was not provided. Therefore, the device history record (DHR) could not be reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing before the procedure with this fogarty embolectomy catheter, the balloon burst. There was no allegation of patient injury. The device was received for evaluation, the balloon and both windings were found completely detached from the catheter.

Manufacturer narrative:
Further evaluation was performed by the engineers in the manufacturing site. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect and a root cause could not be established. The manufacturing procedures were verified, and there is no evidence the procedures were not followed incorrectly.